Event description:
It was reported that a short circuit has developed between electrode channels 6 and 10. The patient also reported feeling a painful sensation when electrode channels 11 and 12 are stimulated. No accident or illness has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted a follow-up report.